Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump was completely shattered. The blood glucose reading is 11.4 mmol/l. Nothing further reported.

Manufacturer narrative:
Unit received with detached end cap. Unit received with cracked and bleeding glass (lcd board). Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and belt clip slot.